Manufacturer narrative:
The harmonic ace curved shears insert accessory has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure while the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed was in use, the blade on the insert accessory broke off and fell into the patient. While the broken blade was retrieved and there was no harm to the patient, recurrence of the reported failure mode could cause or contribute to an adverse event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the insert accessory blade breakage.

Event description:
On 05/20/2016, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) from the FDA. The event details are provided below: during a robotic hysterectomy procedure a blade broke off of the harmonic ace shears. The surgeon was notified. A search made for broken blade was found. On 05/24/2016 isi received additional information from the site's risk coordinator regarding the reported event. According to the risk coordinator, the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed to cut around the patient's round ligaments. The broken blade was retrieved laparoscopically with the da vinci surgical system and the surgical site was copiously irrigated and suctioned. The risk coordinator indicated that the harmonic ace curved shears instrument with insert accessory installed was in use approximately 1 1/2 hours prior to the blade breakage issue. It is unknown if any audible tones or error messages occurred indicating that there was an issue with the device and there was no report by the surgical staff that there was any issue with the device prior to the occurrence of the insert accessory blade breakage. Intra-operatively the insert accessory did not make contact with any other instruments or other devices. The patient did not require any additional surgical procedure and the patient was reported to be healthy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace curved shears insert accessory involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The insert was found to be broken on the distal end. The broken blade segment was returned with the insert and measured approximately 0.453. It was concluded that the damage to the insert accessory was due to mishandling/misuse. No other damage was found. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user mishandling/misuse and not due to a malfunction of the instrument.